Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an alarm conditioner; subsequently a delay of critical therapy was noted. At an unspecified date and time, the device was programmed to deliver unspecified vasopressor medications and the deliveries were started. No specific programming parameters were provided. In 2009, the device sounded an audible alarm tone. During the alarm condition, the nurse pulled the manual cassette eject lever to release the tubing set. Therapy was resumed using a replacement device. The pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.